Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during a hernia repair procedure. The system was inspected prior to use and nothing out of the ordinary was noted. An arm#4 was not disabled during procedure. The patient cart was switched out with another one to complete the procedure. There was no patient injury. An isi did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it passed. An usm was tested on the patient side cart (psc) fixture test platform (pftp) where it passed. An error 282 was confirmed, but not replicated. The axes controller, carriage rfid assembly and presence pins will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and found that universal surgical manipulator (usm) 4 was not recognizing any instruments. Therefore, they replaced usm 4 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site couldn't get universal surgical manipulator (usm) 4 to recognize any type of instrument. The intuitive technical support engineer (tse) reviewed the logs and found multiple 282 errors for usm 4. Site tried a new drape and several instruments, but the issue remained. The site used remaining 3 usms. The procedure was completed as planned with no reported injury.